Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 1,258,192 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can led to a constant gas flow of above 1 l/min. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a robot-assisted laparoscopic radical cystectomy procedure when it was reported ¿hypothermia occurred only at ralc procedure.¿. As well as hypothermia occurred but there was no information regarding the patient's condition after that.¿. There was no report of the airseal malfunctioning during the procedure. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. When operating on children younger than 12, a gas flow of more than 1 l/min poses an increased risk of hypothermia for the patient. Corresponding measures to prevent hypothermia include the use of blankets or pre-warmed gas. The patient¿s body temperature has to be monitored at all times during surgery. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a robot-assisted laparoscopic radical cystectomy procedure when it was reported ¿hypothermia occurred only at ralc procedure.¿. As well as hypothermia occurred but there was no information regarding the patient's condition after that.¿. There was no report of the airseal malfunctioning during the procedure. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.